Event description:
It was reported that it was not possible to pair the subject home monitor.

Manufacturer narrative:
Please refer to the attached investigation report. - attachment: [20190104 - file-2018-02967 - analysis_and_closure_report_resp-2019-00011.pdf].

Event description:
It was reported that it was not possible to pair the subject home monitor.